Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration and dose unknown) and two other unknown medications via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and chronic/intract pain (trunk/limbs). In (B)(6) 2015 the patient went for a magnetic resonance imaging (MRI) and ended up being admitted into the hospital because they found a granuloma and supposedly turned the pump off until the granuloma dissolved. The patient was having more pain ((B)(6) 2014) that onset gradually and was getting worse. The patient was waiting to use the pump again when the granuloma resolved. It was further reported the pump had been alarming for the last two days (since (B)(6) 2015) and they were surprised when they started hearing an alarm sound coming from the patient's belly where the pump was located. They were told the pump was turned off when the granuloma was discovered and was not sure why the patient's pump was beeping. It was a dual alarm. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are : product ID: 8709, serial# (B)(4), ubd 2008-03-30, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who stated the pump was not in use due to a granuloma in 2015. The pump contained saline. The healthcare provider requested the code to shut the patient¿s pump off and the code was provided. No further complications were reported or anticipated.